Manufacturer narrative:
H3: other code: the device remains implanted, therefore a product evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reportedly on (B)(6), 2020, this patient underwent an endovascular repair of a degenerative juxtarenal aneurysm which was treated with a fenestrated and branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical). During the procedure planning, it was determined that the celiac trunk, superior mesenteric artery, right and left renal artery will be incorporated in the fenestrated and branched endograft. Three gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device) were implanted in the superior mesenteric artery, right and left renal artery. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, device deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an additional antiplatelet medication during the procedure. According to reports, on september 26 2020 a repeat endovascular intervention was performed due to a type endoleak 1c. An additional device was implanted and the adverse event was resolved.

Manufacturer narrative:
B3: updated description: section c suspect product: name: cbas® heparin surface manufacturer/compounder: w. L. Gore & associates, inc. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Cause investigation and conclusion a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the review for the study database and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. This complaint was initiated based on information received from a study database. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported endoleak represents a known complication or adverse event that can occur when using stent-graft endovascular devices which can result from several factors. No allegation of device malfunction was indicated with respect to device performance. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail and there are applicable statements. The IFU states the following: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension. Section e: corrected initial reporter.

Event description:
Reportedly on (B)(6) 2020, this study patient underwent an endovascular repair of a degenerative juxtarenal aneurysm which was treated with a zenith® t-branch® thoracoabdominal endovascular graft (cook medical). On (B)(6), 2020, one gore® viabahn® vbx balloon expandable endoprosthesis (viabahn® vbx device) each was used as an external branch device to the superior mesenteric artery, and right and left renal artery. Reportedly access was successfully gained by cut-down to the axillary artery. The devices were deployed as intended, delivery catheters were successfully removed, and the patency of the devices was confirmed at the end of the procedure. The patient received antiplatelet medication during the procedure. According to the study database, on (B)(6) 2020, imaging showed an endoleak type 1c at viabahn® vbx device (catalog bxa097902e) implanted in the superior mesenteric artery. On (B)(6) 2020, the endoleak was treated with a begraft peripheral stent graft system (10 mm x 57 mm, bentley) during an endovascular reintervention which resolved the endoleak.